Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found records of replace battery alarms. The pump powered on with the appropriated audible and vibratory functions. The rewind steps encountered the same alarms found in the black box and the investigation was unable to obtain electrical current draws for the ¿rewind¿ and ¿load¿ steps. The remaining current draw readings were out of specifications. When the pump casing was opened to further investigate, no moisture contamination or loose components were found. A defective motor regulator was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. The reporter noted that the issue recurred with new batteries from different packs. The reporter stated that there was no damage to the battery compartment or cap, no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.